Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that his pump does not alarm him when he has high blood glucose readings. The customer stated that his pump does not properly alarm him for low blood glucose readings either. The customer declined to troubleshoot for high blood glucose readings from the pump. The customer stated that he has not eaten in a while and his blood glucose reading was high. The customer stated that he tested negative for ketones.